Event description:
Arthrofibrosis and limited range of motion were reported for patient with a total knee implant. Surgery is planned to address the arthrofibrosis and exchange the poly inserts.

Manufacturer narrative:
Arthrofibrosis and limited range of motion were reported for patient with a total knee implant. Surgery is planned to address the arthrofibrosis and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.